Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a light trail reusable laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl console. The reusable fiber had been used several times but the exact number of times used was not reported. According to the complainant, during procedure and outside the patient, a small piece from the tip of the laser fiber broke when it was connected to the laser unit during handling. The procedure was completed with another light trail reusable laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.